Event description:
It was reported that the patient was experiencing pain, redness, and swelling where the leads connected into the implantable neurostimulator (ins). There was extreme tenderness and it felt ¿pussy¿ and was red. This pain and tenderness started on (B)(6) 2014 and gradually got worse. The patient also noted a sharp pain between their stimulator pocket and spinal incision so it was unclear exactly where the symptoms were. The patient tried to turn stimulation off to see if that would make any different, and slept with the stimulation off the night prior, but was still experiencing the symptoms. It was noted that there were no falls or trauma to that site. The patient went to the ER and was given antibiotics. The patient took the antibiotics for 2 weeks with their stimulation off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3 708340, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3550-29, lot# n153751, implanted: (B)(6) 2008, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3587a, lot# l97942, implanted: (B)(6) 2002, product type: lead. (B)(4).